Manufacturer narrative:
Review of information provided indicated that the user reported elevated blood glucose earlier in the day and used a meal announcement to attempt correction, followed by hypoglycemia. No device malfunction was confirmed based on the information available. The cause of the event was assessed as use-related, and the user remained on the device following the event. If additional information becomes available or the device is returned, a supplemental MDR will be submitted.

Event description:
On 02-jan-2026 the user reported that on (B)(6) 2026 they experienced hypoglycemia with a blood glucose of 46 mg/dl. Prior to ems involvement, the user treated the low blood glucose with oral glucose, including sugar water and orange juice, with assistance from a caregiver. The user was treated by ems at home and did not require transportation to the hospital or hospital admission.